Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
There is no indication that the lenses were explanted. PMA/510(k) #: unknown since the model number was not provided. Manufacturing date: unknown since serial numbers were not provided all pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that some sort of material came out when the surgeon injected an intraocular lens (iol) in the patient's eye. Reportedly, the foreign material was usually behind the lens, it was multicolor and looked like an oil slick on a puddle. It was almost like dried viscoelastic or old capsule material or something like that. The foreign material was removed with an instrument. It kind of fell apart, it was brittle. There were no patient complications. The surgeon commented that this issue occurred on multiple cases with amo lenses zcb00 and multifocal lenses, injected with 1mtec30 cartridges (lots cc10472 and cc10763). Four (4) mdrs will be submitted. This report is for the multifocal lenses.